Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) of 540 mg/dl. Customer alleged the pump was not delivering insulin properly. The customer performed a supply change to address bg; however, bg remained elevated and customer reverted to an alternate pump for insulin therapy. While performing a supply change, insulin was not observed to be dripping out of the tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue and subsequently, a cartridge change error occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose was 280 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified. The fill tubing issue could not be verified as the cartridge was not returned.